Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08735 inches. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an issue with air bubbles and a high blood glucose value. Blood glucose value was 700 mg/dl at the time of the incident. The customer had chest pain and was vomiting which led to hospitalization on (B)(6) 2018. The customer was treated with IV drip. Troubleshooting was performed for air bubbles and found none or a bent cannula. The device will be replaced and returned.